Manufacturer narrative:
Evaluation summary: it was caused due to a physical damage on the bending section. This report is being filed as part of the pentax backlog management plan.

Event description:
During the inspection before using, the user found that the bending part of scope was abnormal. There was no image appeared when connect to the processor. Then, the user changed another scope to finish the procedure. No harm was caused to the patient and user.